Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation of the device at the third party service center, the device was visually inspected, and visible foam particles were observed inside the blower kit. There were stop error found related to the electronic board in the error log. There were secondary findings that the damaged buttons on upper enclosure and electrical board damaged. The device was scrapped.

Manufacturer narrative:
H3 other text : device serviced by third party service center.